Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were at first unsuccessful at resolving the issue. Secondary changes were able to resolve the issue. No adverse patient consequences were reported.